Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. There were no issues found with the bolus button.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was sticking and was intermittently responsive. The patient also stated that the ez bolus button also required several button presses in order to elicit a response. She stated that the issue has been occurring for several months. The patient denied damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This pump is being reported due to the alleged keypad issue.